Event description:
It was reported that during a surgical procedure, the console prompted error code 1002 temperature high, after that error console also prompted error code 1304 power high. A lighttrail reusable laser fiber was used with this console. The physician waited for few minutes to let the temperature drops but cancelled the procedure. There were no patient complications.